Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast revision with mentor memorygel breast implants 375cc on the left side and 350cc on the right side. The patient experienced rupture on the left side and bilateral autoimmune disorder post-operational including symptoms of hair loss, food intolerance, stomach distention, vision impairment, extreme depression, anxiety, severe joint and muscle pain, brain fog, and discoloration of eyes and hands. The patient stated symptoms almost immediately started after having scar tissue removed on (B)(6) 2017. The patient tested positive for antinuclear antibodies. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Additional information: on (B)(6)2020, mentor became aware that the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog numbers 3503254bc on the right side and 3503504bc on the left side, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6)2019. Manufacturer's reference number: (B)(4).